Event description:
Reported through clinical follow-up that the patient was readmitted to the hospital approximately 1 month post implant for anticoagulation therapy after a tee revealed a thrombus and high gradient. Repeated tee revealed a reduced gradient and "echo dense struture or layer" on the posterior/anterior lateral part of the bioprosthetic ring. The patient has been discharged with follow-up tee scheduled. The product remains implanted and follow-up will continue through clinical study coordinator.